Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, the 2.75x20mm taxus liberte drug eluting stent was found to be 'snapped before using'. The procedure was completed with another taxus liberte stent. No patient complications were reported.

Manufacturer narrative:
The returned unit was not consistent with the complaint incident. A visual and microscopic examination found that there were no issues with the stent. The hypotube had broken approximately 79.5cm distal from the catheters strain relief. The device was kinked at the point of separation. There were kinks along the entire length of the hypotube. This hypotube damage is consistent with excessive force being applied to the delivery system. Microscopic examination of the balloon and stent found no issues with the balloon material and or the crimped stent. The balloon was tightly wrapped and was not subjected to any positive pressure. A recommended sized product mandrel (0.015 inch) was inserted through the lumen with no restrictions noted. Solidified blood was present within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. A review of the manufacturing documentation found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause assigned is operational context as the complaint is associated with a product that meets the design and manufacturing specification but due to anatomical/procedural factors encountered during the procedure, the performance was limited.